Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The investigation confirmed user modification of the device, which caused or contributed to the bristles falling off.

Event description:
It was reported that the femoral canal brush was modified with scissors at the tip prior to use in a procedure. When the device was used in the femoral canal, some of the bristles fell off. The bristles were removed and the procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the femoral canal brush was modified with scissors at the tip prior to use in a procedure. When the device was used in the femoral canal, some of the bristles fell off. The bristles were removed and the procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer for evaluation.